Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that the needle would not retract after use.

Manufacturer narrative:
H.6 investigation summary material #: 367363; lot/batch #: 3243873. Bd had not received samples, but 1 photo was provided for investigation. The photo shows the device's unit packaging, confirming the lot number. Additionally, 30 retention samples from bd inventory were evaluated by functional testing, each having their safety feature activated, and no issues were observed relating to retraction failure as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode retraction failure. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® ultratouch¿ push button blood collection set that the needle would not retract after use.

Manufacturer narrative:
Medical device type: fpa, jka . H.3: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.